Manufacturer narrative:
Device not returned for evaluation. H3 other text : device not returned for evaluation.

Event description:
While trialing the calix inserter was broken at the distal tip and the trial was stuck inside the patient. Secondary inserter was used to complete the procedure. No patient injury due to incident.

Event description:
Amending report due to receiving inserter for evaluation. Surgery was successfully completed with no patient injuries.

Manufacturer narrative:
This is a follow-up MDR to 3005031160-2016-00065 submitted 05/23/2016. This follow-up report is intended to replace MDR 3005031160-2016-0084 submitted on 09/08/2016 which was incorrectly submitted as a follow-up report to 3005031160-2016-00065.